Event description:
The customer reported the machine will no turn on (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and isd board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.